Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair procedure using fast fix 360, the t1 implant pulled out after the suture knot was tightened. The t2 implant was removed from the patient with tweezers. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed that the device was returned in the original box with the batch number of the complaint on the label. The t1 was returned with part of the suture. The t2 was not returned. The actuator is in the pre-t2 position. The needle is bent. There is bio debris on the needle. A functional evaluation showed that the device cycled as intended. An evaluation of the customer provided image showed the device laying on the original box with the batch number of the complaint on the label. The t1/t2/suture are not on the needle. The suture and a t are inside a plastic bag underneath the device. A second t is not visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include an application of unintended inappropriate or excessive force during manipulation of the sutures. No containment or corrective actions are recommended at this time.